Event description:
It was reported that there was increased sic (sensing integrity counter), two nst (non-sustained tachycardia) episodes, and three pvcs (premature ventricular contractions) with oversensing on the t-wave. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead is still exhibiting sic and t-wave oversensing (twos) two months from the original report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940-52 lead implanted: (B)(6) 2000. (B)(4).